Event description:
It was reported that the patient¿s blood glucose (bg) reached 289 mg/dl while wearing the pod between 24 and 36 hours on the hips/buttocks. After realizing elevated bg levels, the patient found cannula had not deployed as intended.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.